Event description:
It was reported to medtronic neurosurgery that the patient underwent craniotomy and resection of the large planum sphenoidale meningioma on (B)(6) 2013. According to the report, the surgeon placed a lumbar drain. The report stated that after patient was extubed in the o.r., the surgeon pulled the drain without any resistance yet noted the tip of the lumbar drain, which is typically stained black, was not observed. Reportedly, x-ray with fluro and ap was performed and lateral views were taken; however, no foreign item was detected. According to the report, upon completion of the CT scan, the tip was noted to be present requiring the surgeon to take the patient back to the surgery for removal on (B)(6) 2013. The report stated that the item was removed successfully and the patient was discharged on (B)(6) 2013.

Manufacturer narrative:
The product was unavailable for return as it was discarded at the hospital. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. The instructions for use also caution that the catheter should never be withdrawn through the tuohy needle to avoid possible transection of the catheter. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire if used) must be removed simultaneously. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).